Manufacturer narrative:
Ppae (thrombosis / vascular dissection) : the root cause of the injury was unable to be determined due to insufficient clinical details. Additional information has been provided in h6 (health effect - impact code, component code, investigation findings, type of investigation, and investigation conclusions).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 was inserted via the direct surgical access to support the 60 year old male patient who had been admitted in for surgery. The patient was to have a coronary artery bypass graft and valve. The patient had been supported by a vent for respiratory needs prior to the support. The pump supported and surgery was accomplished. On day 6 of the support the team took the patient back to the operating suite for chest washout and possible removal of the 5.5 pump. The pump was explanted but, thrombosis was observed and vessel was repaired as the suture was pulling from the graft anastomosis. Hemostasis was achieved and the patient returned to the ICU for monitoring and survived. Vascular injury and thrombosis are both known risks associated with impella. Of note the anticoagulation for surgical patients can contribute to thrombosis if the anticoagulation is not at therapeutic level.

Manufacturer narrative:
B5 additional information was received. H6: added health effect - impact code due to new information that was received.

Event description:
Additional information was received. With the chest being opened, the physician was able to quickly place a side-biter clamp and repair the aorta at the area of the graft anastomosis. No additional blood products were needed.